Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl. Low bg cause was not known. Customer went to the emergency room, received treatment, and was sent home. Nature of treatment and duration of stay was not known. Customer declined troubleshooting with tandem technical support and declined to provide further information. Event date is approximate.